Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reports patient underwent right total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2009 due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. Review of the invoice history confirms the surgery dates and shows the head was removed and replaced and suggests the cup was removed and replaced with a competitor component. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was pain and possible alval metal hypersensitivity. Operative report further noted fluid, hypertrophic synovial infiltration, and burnishing and metallosis at the trunnion of the femoral stem. The modular head was removed and replaced and the acetabular cup was removed and replaced with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07686 / -07687).

Event description:
Patient's legal counsel reports patient underwent right total hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2009 due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. Review of the invoice history confirms the surgery dates and shows the head was removed and replaced and suggests the cup was removed and replaced with a competitor component. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.